Event description:
It was reported that a system error (se) 2240 (air in line alarm) occurred on the homechoice (hc) during dwell 5 of 5. Troubleshooting did not discover a cause for the alarm. The hp would finish with manual supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.¿ as the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. A follow-up MDR will be submitted upon completion of the evaluation or if additional relevant information is received.